Manufacturer narrative:
Device is used for treatment, not diagnosis. Event date: approximately 5 days postoperative. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient was diagnosed in (B)(6) 2013 with ischemic heart disease and had angina pectoris episodes. On (B)(6) 2013, the patient underwent a coronary artery bypass with graft procedure and was closed with 3 wires and 4 zipfix. On the fifth postoperative day the patient had a severe cough and felt a pain. X-ray of the thorax revealed that the four zipfix had broken but the three wires placed in the manubrium were not broken or torn through. Patient was returned to the operating room on (B)(6) 2013, for removal of zipfix and revision to 13 unknown wires. It was further reported that the patient was again returned to the operating room on (B)(6) 2013, as the 13 wires had broken and some had torn through the sternum. Patient is currently in vacuum-assisted closure (vac) treatment with open, unstable sternum. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development event evaluation was performed and the findings show that three of the four devises were incorrectly placed "onto the sternum." As per the technique guide the zipfix devices should be placed with their locking head into the intercostal spaces. All devices were not tensioned with the systems application instrument. All devices were not cut with the systems application instrument. All devices have been tensioned fully or were subject to higher loads which would have caused some deformations to the locking teeth of the devices as expected. The cause why the locking feature within the locking head of "device 2 is missing cannot be identified by product development. Device 2 however weakened the construct overall and it can be said that together with the severe cough attack by the patient and the potential osteoporotic bone or induced transfers fracture to the sternum of the patient the construct relied on two zipfix devices and one wire in the manubrium. No design related root causes for the implant failure could be identified. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Placeholder.